Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son¿s insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the top where the reservoir was, the black ring came off and there was a crack in the pump. Troubleshooting was performed for damage and noticed the plastic ring came off. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No belt clip received with unit. Unit received with missing retainer and missing reservoir tube o-ring. No cracks on reservoir tube lip however, partially broken off reservoir tube lip. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, slightly peeled serial number label and peeling end cap address label.